Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and the remote support service was offline. A field service engineer worked with the customer and rebooted the station. After the reboot, the customer was able to access medications and use the station. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had a black screen and offline in remote support services (rss). The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.